Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting that the buttons are hard to press and insulin is squirting during prime. Troubleshooting was not performed and product is expected to return.

Manufacturer narrative:
No audio/beep anomaly noted. Device had unresponsive buttons due to flattened act button dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive button. (B)(4).